Event description:
Reporter alleged blood glucose measured 289 mg/dl at 11:20 am back to back with a result of 93 mg/dl when testing was performed at 11:28 am. Customer stated self treating with food due to feeling low glucose at the time and subsequently felt better. Customer indicated having readings in the 300s mg/dl and feeling low for the past two weeks. No other actions were taken or treatment was received as a result. A request was made for the return of the syspect device and replacement product was sent.